Event description:
It was reported that an increase in high voltage lead impedance was observed. The measurement was within range. Externalized conductor was suspected. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.